Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the insulation on the nim needle peeled back. It is possible that some of the insulation was left inside the patient. There were no patient complications reported.